Manufacturer narrative:
All instruments subject of the reported event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the evolution loading car. The technician identified a "sharp" edge underneath the loading car's shelf. The evolution loading car's device history record (DHR) was reviewed by steris quality and no abnormalities were identified. During the final inspection process, no "sharp" edges or burrs were identified. A 3-year complaint review indicates this to be an isolated event. The user facility has ordered a replacement evolution loading car. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their hand while unloading containers from their evolution loading car. Medical treatment was sought and administered.